Manufacturer narrative:
Explant was reported due to leaflet tear. The investigation found that all three leaflets were torn. There was a mild loss of collagen fibers at the tear site of leaflet 2. Leaflet 3 had a thin layer of fibrin. There was no acute inflammation or significant calcifications. X-ray inspection of the returned valve demonstrated deformation of stent post 2 and stent post 3. Stent post 2 appeared bent inward and stent post 3 appeared bent outward. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformations contributed to the severity of the leaflet damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated mild loss of collagen at one of the tear sites, which could have contributed to the tear. There was also evidence of one inwardly bent stent post and one outwardly bent stent post in association with the torn leaflets. A bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, since it is unknown whether the stent deformation occurred before or after the valve explant, the cause of the torn leaflets cannot be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2017, a 21 mm trifecta gt valve was implanted during an aortic valve replacement procedure. In 2020, there were no problems noted during the patient's follow-up. On (B)(6) 2021, the trifecta gt valve was explanted and replaced with a 21 mm non-abbott aortic valve to resolve the event. Upon explant, the trifecta gt valve was confirmed to be torn on the right coronary cusp (rcc) side. As the surgeon had to cut the sewing cuff to remove the valve from the patient, the cuff of the valve was damaged upon explant. There was a stent deformation noted on the valve that might have been caused from implanting in a patient with a narrow annulus. The patient was reported to be in stable condition postoperatively. The surgeon does not think the issue was due to the implant procedure technique and does not know why the issue occurred. However, the physician did not clearly indicate if it was the implant procedure or the valve function itself that may have caused the issue. No information was able to be obtained regarding the indication for the explant or patient symptoms associated with this event. No additional information was provided.